Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, video connectors are broken and cannot be connect, could not be identified. The cause could not be presumed because this product was not returned to the repair department. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "not applicable because there is no evidence obtained that the problem is caused by misuse of the user." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had a video connection issue on the bnc connection for the davinci video output to the olympus system. The issue occurred after an unspecified procedure. The procedure was completed with no delays. There were no reports patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.